Event description:
It was reported that post a drug eluting stenting treatment procedure where a taxus express2 stent was implanted, thrombosis and myocardial infarction occurred.

Event description:
Same case as MDR ID#2134265-2012-04064. It was further reported that the index procedure was indicated due to progressive angina. The 95% stenosed target lesion was located in the proximal left anterior descending (lad) artery. The lesion was treated with the implant of a 3.0x20mm taxus drug eluting stent (des). The lesion was dilated before and after stent implantation with a 3.0x15mm non-bsc balloon catheter. An additional 95% stenosis was noted in the ostium of the 1st diagonal artery. The lesion was predilated with a 3.0x15mm non-bsc balloon catheter. A 3.0x16mm taxus des was implanted and postdilated with the stent delivery balloon. In (B)(6) 2006, the repeat angiography revealed 30-40% renarrowing in the lad, a 30% lesion distal to the previously implanted stent and the right coronary artery contained a 30% stenosis. The previously implanted stent in the 1st diagonal was noted to be patent. In (B)(6) 2008, the patient presented with new onset of severe substernal chest pain, nausea, shortness of breath and diaphoresis. The patient reported that he had stopped taking plavix about a month prior due to cost concerns. An EKG revealed st elevation in the anterior and lateral leads and was transferred to another facility for interventional treatment. By the time the patient had arrived in the cath lab, he was hypotensive. As the patient was being prepared for angiography, the patient began vomiting and had a decreased level of consciousness and was emergently intubated. At that time, the patient also went into atrial fibrillation. Angiography revealed an acute left anterior descending clode that was "very" large in size. Suction was able to remove the majority of the clot. During the catheterization, the patient was noted to be extremely hypoxic. Normal sinus rhythm was restored by the time the patient arrived in the critical care unit. The patient was noted to be in respiratory failure and cardiogenic shock requiring fully blood pressure and ventilatory support. The following day, the patient underwent removal of a percutaneous left ventricular assist device and implantation of a temporary centrifugal biventricular assist devices, but was returned to the operating room the following day due to postoperative hemorrhage. A large amount of clot was noted to be present in the mediastinum that was evacuated. In (B)(6) 2008, the right ventricular assist device was removed. On an unspecified date, the patient was placed on the waiting list for a heart transplant. The patient was discharged in (B)(6) 2008. In (B)(6) 2010, the patient received a heart transplant. The patient was discharged 11 days later.

Manufacturer narrative:
The device has not been returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing records was not possible because the batch number is unknown. The most probable root cause is anticipated procedural complication.

Manufacturer narrative:
(B)(4).